Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that during use on a patient, the device screen went black and had shutdown and rebooted, and displayed error code 1009 pressure regulation high message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was off for a few minutes, but after a restart all went well. No medical intervention provided to the patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the a diagnostic code 1009 - "pressure regulation high" appeared on the device, which caused a black screen and the shutdown of the device. After restarting 3 minutes later, the device works correctly again. Since then the message has not appeared. The rse recommended to check the patient circuit to see if it is not damaged or badly connected. Also, extract logs to check if there are no error messages before or after the incident that could help in the diagnosis. After further troubleshooting, looking at the logs, nothing can say whether it was the patient circuit or the device that may have caused this problem. However, there is an error, 1 second before error 1009 , error 1206 "high inhalation pressure" which is a physiological alarm indicating a high rate of inhaled pressure. It is recommend to check and change the patient circuit. Then as a precaution on this type of device, it is preferable to also replace the data acquisition card "data acquisition printed circuit board assembly (pcba)" as indicated in the documentation when this error message appears. This would remove all doubts related to this device and prevent this failure from happening again.

Manufacturer narrative:
H10: per a good faith effort (gfe) response received 02/23/2023, the recommendation was not performed. The customer refused the repair proposal for this replacement. No additional details regarding the resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.